Event description:
The complainant reported a patient noted with high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. After impella insertion, pump flows were low between 1.2-1.6. Activated clotting time (act) was 305 at the time of insertion and sheath was flushed well before insertion. The physician removed the pump, flushed it (no clots were noted to come out of device) and a new impella cp device was inserted. Patient survived the procedure and no harm was reported.

Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the data logs showed "suction" alarms and reduced motor pulsatility about 10 minutes into support. Prior to the alarm, the motor current spiked and then rapidly decreased. No damage or abnormalities were found on the returned pump. The pump ran with no issues. Therefore, it was determined that the root cause of the low pump flow was patient condition related. This report is being filed as part of a retrospective review of historical records.